Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 31mg/dl. It was reported that the customer entered and delivered an additional bolus stacking insulin. Customer consumed carbohydrates to address bg.